Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 29-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced burnout syndrome ("burnout"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), sleep disorder ("severe disabling sleep disturbances"), tremor ("tremors"), sciatica ("sciatica"), mental disorder ("increasingly limited psychologically") and fatigue ("chronic fatigue"). The patient was treated with benzodiazepine derivatives. Essure treatment was not changed. At the time of the report, the abdominal pain, sleep disorder, tremor, sciatica, burnout syndrome, mental disorder and fatigue had not resolved. The reporter considered abdominal pain, burnout syndrome, fatigue, mental disorder, sciatica, sleep disorder and tremor to be related to essure. The reporter commented: onset of symptoms, gradually and insidiously. It was only recently that I made the connection. I have not worked since (B)(6) 2018 following a burnout. I am on benzodiazepines and increasingly limited in my daily life, both physically and psychologically. I cannot consider resuming work in view of the disabling sleep troubles and chronic fatigue that these involve. My life has become hell for me and those around me. Have a consultation appointment with a surgeon to consider removing the essure devices diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2018, the patient experienced burnout syndrome ("burnout"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), sleep disorder ("severe disabling sleep disturbances"), tremor ("tremors"), sciatica ("sciatica"), mental disorder ("increasingly limited psychiologically") and fatigue ("chronic fatigue"). The patient was treated with benzodiazepine derivatives. Essure treatment was not changed. At the time of the report, the abdominal pain, sleep disorder, tremor, sciatica, burnout syndrome, mental disorder and fatigue had not resolved. The reporter considered abdominal pain, burnout syndrome, fatigue, mental disorder, sciatica, sleep disorder and tremor to be related to essure. The reporter commented: onset of symptoms, gradually and insidiously. It was only recently that I made the connection. I have not worked since (B)(6) 2018 following a burnout. I am on benzodiazepines and increasingly limited in my daily life, both physically and psychologically. I cannot consider resuming work in view of the disabling sleep troubles and chronic fatigue that these involve. My life has become hell for me and those around me. Have a consultation appointment with a surgeon to consider removing the essure devices diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.